Event description:
Reported noted a nurse who prepared the system for a silicone oil removal, made two handling mistakes. First, did not select the correct submenu after choosing the program "silicone oil." Left the default menu, which is "fill in," but did not change on "let off." Second, when connecting vfi tubing set, she did not remove the plug of the syringe to the bottom, but left it on the top, so some air remained in the syringe. When surgeon started removing process with the footswitch, the air left in syringe was pressed in the eye with a pressure of 80 psi. Immediately the currently implanted lens was shot out of the eye. Incision was widened dramatically and the iris was injured. Initially reported the patient's eye was saved, but is in worse condition than before surgery. Additional information received from surgeon noted event required iol removal, iris suture, revision of anterior chamber. Outcome of event reported as good.

Manufacturer narrative:
Determination of root cause: assessment: product is not available for evaluation or root cause analysis. Instructions are included in the operator's manual that describe in detail the proper step-by-step procedures for the 'injection' and 'extraction' modes referred to by the customer. Conclusion: no corrective action required at this time.